Event description:
Reporter indicated via literature a vns therapy patient experienced an infection at the generator site and underwent explant surgery. Cultures were positive for s. Aureus. The patient presented with erythema, wound breakdown and lymphadenopathy and was treated with ceph, wound revision and IV to po cipro. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Ellen lr, et. Al. "Management of vagal nerve stimulator infections: do they need to be removed.?" J neurosurg pediatrics 3, 73-78, 2009.